Event description:
According to the report: procedure: lung resection. The surgeon divided the lung between the right upper lobe and the right middle lobe with liner cutter stapler. The lung tissue was thick and bleeding was noted along the staple line. The bleeding was quite active so the surgeon intended to use the ta stapler to staple across the area right beside the rul bronchus. The surgeon felt too much tension as he applied the stapler so he switched to ethicon ta vascular stapler. About 700 ccs of blood loss was reported due to the delay in switching to another stapler. The pt is fine and did not require transfusion. The stapler fired properly during the test firing after the procedure.